Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet. Reportedly, the alert cleared, and the pump successfully began charging. Additionally, it was reported that the pump shut off unexpectedly. No additional information was provided and the customer declined troubleshooting with tandem technical support. Customer's blood glucose was 91 mg/dl.